Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted. Device evaluation: product testing could not be performed since the product was not returned for evaluation as it was discarded. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was bad and it was coming out of injector. There was no patient contact. The event was observed during handling but prior to insertion. No further information was available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes section d9: returned to manufacturer on: jun 21, 2021 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. The product returned consists in packaging components (folding carton, labels, implant card ID, dfu and patient card ) 1pc iol and simplicity delivery system dcb00. Visual evaluation was performed, and the following were the findings. Trace amount of viscoelastic or balanced saline solution (bss) residues were observed inside the cartridge. Lens received out of the device. Iol has one (1) haptic detached. The dcb00 system was in advancement position. Cartridge tip was observed cracked/damage. Complaint issue reported as ¿ lens damage¿ was verified, the "uncontrolled delivery" could not be verified. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. Production deficiency can¿t be determined. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.